Event description:
Baxter reports that there was a broken part of the transfer set container connection. Clarification from the international affiliate was received, and it was confirmed that the occluder feet was the broken part referred to. There was no patient injury or medical intervention reported by the international affiliate.

Manufacturer narrative:
Evaluation results: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter, renq-CAPA-19. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.